Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3487a, serial/lot #: (B)(4), ubd: 26-oct-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain. Patient then said that he had "broke the wires because of the falls, this was sometime within the first 3 or 4 years they had their first stimulator in and the health care professional (hcp) had went in and attached the leads better; they sewed them into the spinal cord so that they won't break if the patient fell. No patient symptoms or complications were reported.